Event description:
On (B)(6) 2010, patient reported he is having issues with air bubbles in the insulin cartridge after using it for 1-2 days. Patient stated he will fill the insulin cartridge with room temperature insulin and there will not be any air bubbles present. Patient reported he will start to notice air bubbles after the 1st or 2nd day. Patient stated infusion adapter has been on the infusion device for 4-5 weeks. Advised patient that adapter needs to be changed every 10th cartridge change. Advised patient to change adapter immediately. Patient reported he is usually able to prime the air bubbles from the cartridge and continue to use it. Patient is not experiencing any air bubbles at this time. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.